Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that during insertion, the md noticed that the hub of the introducer was cracked. A new set was opened and the procedure was completed successfully.

Manufacturer narrative:
(B)(4) lot# corrected to 71f16c2211. Expiration date corrected to 02/28/2018. One 18ga x 6.35 cm xtw introducer needle, arrow raulerson syringe (ars) and a lid stock from product cs-25703-e/lot 71f16c2211 were returned for evaluation. A visual exam was performed and there were no defects observed on the ars. The needle hub was observed to have a single 11mm long crack emanating from the proximal opening. The luer taper of the needle hub could not be accurately measured because of the crack. The luer taper of the ars tip was found to be within specification. A device history record (DHR) review was performed on the introducer needle/hub and did not reveal any manufacturing related issues. The report of a cracked needle hub was confirmed by visual examination of the returned needle. One 11mm long crack was observed in the needle hub. A DHR review was performed and did not reveal any manufacturing related issues. A CAPA was opened to address this issue. The CAPA failure investigation indicates that the probable cause is design related.

Event description:
The customer alleges that during insertion, the md noticed that the hub of the introducer was cracked. A new set was opened and the procedure was completed successfully.